Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a small leak at the top of the cartridge chemistries (cc) reagent syringe of the unicel dxc 600 synchron system. Customer reported that the syringe had come totally loose which caused a leak from the reagent probes. Customer reported they reconnected the syringe to the shear valve, but was not able to seal the connection properly. Customer reported that the volume of the leak was a few milliliters. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the syringe was completely disconnected from the valve. The fse advised the customer that this condition was not possible unless the syringe was not initially connected or deliberately disconnected. The fse replaced the syringe.

Manufacturer narrative:
(B)(4).